Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25, that has a similar product distributed in the us, list number 2r98. Patient identifier: (B)(6). Patient information: no specific patient information was provided.

Event description:
The customer obtained falsely elevated architect stat high sensitive troponin I results for a patient with no clinical symptoms. On (B)(6) 2020 sample ID (B)(6) generated 6.204 and 6.305 ng/ml (normal range 0 to 0.03 ng/ml). The sample was diluted multiple times and generated results ranging from 1:2 3.15 ng/ml to 1:32 0.20 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated results included a search for similar complaints, and the review of complaint text, trending data, labelling, device history records and field data. Return testing was not completed as returns were not available. Historical performance of reagent lot 15343ui00 was evaluated using world wide field data. The patient median result for the reagent lot is comparable with other lots in the field and confirms no systemic issue for the lot. Trending data for the architect stat high sensitive troponin-I assay was reviewed and identified no trends associated with the complaint issue. Device history record review on lot 15343ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 15343ui00 was identified.